Manufacturer narrative:
The pump passed the prime, displacement and basic occlusion tests. However, the pump was received stuck in the motor error alarm loop during a bolus delivery. The motor was tested outside of the device and it passed. The motor may have had an intermittent failure that was not detected during our testing. Unable to confirm any error alarms in alarm history due to corrupted history files. The pump also had a broken reservoir tube lip, cracked battery tube threads, minor scratches on the display window and a cracked case near the display window corners.

Event description:
It was reported that the customer had a motor error alarm on the insulin pump. The customer's blood glucose level was unknown mg/dl. The customer stated alerts occured after an e70 alert and during a reservoir set up. The customer stated that the insulin pump battery compartment has some cracks on the edge and also on the edge of the reservoir compartment. The patient was advised that the insulin pump need to be replaced. The customer was advised to discontinue use of the insulin pump and revert to back up plan per health care provider instruction.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.